Event description:
Related manufacturing ref: 9680001-2022-00038, 9680001-2022-00039, 9680001-2022-00040. During an atrial fibrillation procedure, the catheter signal was lost. Another catheter was obtained which also lost a signal. The introducer used was too narrow and caused an obstruction of the catheter. Additionally, the tip seemed coarse and was exchanged. The tactisys quartz system and catheter were exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath had no visual anomalies. The sheath was flushed with fluid and the returned dilator was inserted and successfully advanced through the entire length of the sheath with no resistance or functional anomalies noted. The dilator hub locked into the hemostasis cap with no functional anomalies. The sheath hemostasis cap inside diameter measurement was within specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported narrow needle and subsequent delay remain unknown.